Event description:
While placing a 4.0 stent, the monitor/syringe would not register more than 2.8 atm. However, they saw the balloon inflate and the stent deploy on fluoroscopy. No adverse effects to the pt were reported. (Althou only one reportable event occurred, three separate medwatch reports are being submitted for multiple devices involved with this single event.